Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported problems. The device met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced abdominal distention, abdominal pain and dyspnea. The event occurred during an unknown process step during automated peritoneal dialysis (apd) therapy. It was not reported if the patient was hospitalized for the event. Treatment details and patient outcome were not reported. No additional information is available.